Event description:
The facility representative reported a flogard infusion pump with an f38 alarm. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 38 was confirmed during device evaluation. The assignable cause was defective force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. Should additional relevant nformation become available, a follow-up MDR will be submitted.